Event description:
It was reported to medtronic neurosurgery that the channelscope was attached to the lightsource, and light was visible at the distal tip of the scope. Allegedly, the light went out, a burning smell was present, and upon examination the illumination connection was burnt. According to the report, the staff used a reusable endoscope for the surgery with a larger diameter than the channelscope, which allegedly caused difficulty as the pt was a neonate.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device is not possible. The instructions for use that accompany the device caution that "the endoscope should only be connected to a compatible light cable. Other light cables could overheat and damage the illumination connector on the endoscope" and "do not connect the endoscope directly to the light source of the illumination connector may overheat and may be destroyed". A review of the mfg records was not possible as no lot number was provided.